Event description:
It was reported on 23 april 2026, that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, imaging revealed that one gripper was not functioning as intended. Therefore, the clip was removed from the patient. While outside the patient, troubleshooting was performed, but the issue continued to occur, and tissue was observed on the clip. Two clips were then implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.